Event description:
Display/monitor malfunction customer stated unit was cleaned and now touch panel doesn't work. Found unit was cleaned with bleach and it ran into front panel assay. Not on patient

Manufacturer narrative:
The carefusion field service rep replaced the touch membrane and switch assy with no repair obtained. He ordered a new front panel. Replaced and calibrated the touchscreen. Ran uvt. Ran vent for over an hour and it passed testing. He had the biomed inspect vent with him, so that he was aware of liquid damage to vela. Unit working within manufactures specs at this time.